Event description:
Product failed to provide support when carbon blade broke by brittle failure when user (sport athlete) was sprinting at approx 20 mph, causing him to fall. The user is a sports athlete with impact level extreme and activity level very high. He sustained a concussion and was off training for a week.